Event description:
It was reported that when using the bd pyxis¿ medstation¿ es daily report was not generating accurately. The customer attempted to reboot the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that found that the most likely cause was that the index required a unique combination of useraccountkey and encounter key, and applying the stations statement to the server database resulted in two active rows for the same useraccountkey and encounter key. A technical support specialist (tss) compared the data on the server and station, 2 rows exist in adt, the tss confirmed that retry mode could be skipped, as it pertained to the my patients list and not actual transactions. Retry mode was skipped. The tss followed the knowledge article how to: extract missing transactions from an es device to compare transactions on the server and station databases. The specialist was informed that the fix had been applied and confirmed that there were no missing transactions on the station. The system functioned as intended after the technical support specialist assessed the device.